Manufacturer narrative:
Report source literature. Journal: gynecol oncol. Author: leitao jr mm, natenzon a, abu-rustum nr, brown c, chi ds, sonoda y, levine da, gardner gj, barakat rr. Title: postoperative intra-abdominal collections using a sodium hyaluronate-carboxymethylcellulose barrier (ha-cmc) at the time of laparotomy for ovarian, fallopian tube, or primary peritoneal cancers. Volume: 112; year: 2009; pages: 2; suppl 1. Evaluation summary. No sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be reopened and the appropriate investigation will be conducted. Conclusions: ha-cmc appears to be associated with a diagnosis of postoperative intra-abdominal collections without a reduction in the rate of postoperative ileus or small bowel obstruction in patients undergoing debulking.

Event description:
Intra-abdominal fluid collection (localised intraabdominal fluid collection). Case description: literature-spont report received on 19-feb-2009 from a company representative regarding a female patient of unknown age and initials, whose relevant medical history included an unknown type of cancer. This report was received from a literature article entitled "postoperative intra-abdominal collections using a sodium hyaluronate-carboxymethylcellulose barrier (ha-cmc) at the time of laparotomy for ovarian, fallopian tube, or primary peritoneal cancers". On an unknown date, the patient received an unknown number of sheets of seprafilm during a laparotomy procedure. Following the procedure, the patient experienced intra-abdominal fluid collection which required drainage. It was the opinion of the physician that the seprafilm was associated with the diagnosis of post-operative abdominal collection. As of the date of receipt of this report, the patient outcome was unknown. No further information was provided. (B)(4).